Manufacturer narrative:
This report is related to the device where it was reported that, "another zipwire guidewire,the casing on the wire shredded off or uncoiled." The device was not received for evaluation; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Reviewing all details to date, it appears that procedural or clinical factors may have impacted on the event as reported. The device is not expected to be returned; however, if there is any further relevant information provided, a follow-up medwatch report will be provided.

Event description:
One zipwire guidewire kinked immediately. Another zipwire guidewire,the casing on the wire shredded off or uncoiled. They used a zipwire guidewire 035in straight tip from a different lot was used to complete the procedure with no patient complications.